Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: rep called to update the event description: event occurred monday (B)(6) 2014. Rep was notified tuesday (B)(4) 2014. The surgeon had 2 anastomoses to complete. The first anastomosis was completed without issue. On the second anastomosis the device was reloaded, closed down and fired. The surgeon cut the top off of the tissue. When the stapler was opened no staples had been fired and there was a wide open anastomosis. The surgeon removed additional tissue and repeated the side to side anastomosis and closed with another like device. The rep observed the device after the procedure and noted that the staple drivers were exposed. The analysis results showed that the tl60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colon resection procedure, upon initial firing across the bowel the device was closed down to be in the green firing range, safety was removed and the device was fired. The tissue was cut along the cutting board edge and the stapler was removed. Upon removal of stapler the ¿luman¿ remained open and no staples were present. A second reload was opened and fired with the same result. There were no patient consequences. Unknown how case was completed.